Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the menu buttons on the device were not working. The buttons are selecting different options when pressed and the customer is unable to see the error logs or run operational checks as a result. There was no reported patient or user involvement and no adverse patient/user impact.